Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a "key line of the IV solution broken inside". This condition was found in medicine ii area. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of "key line of the IV solution broken inside" was confirmed and reproduced. Service determined that the cause was due to the broken slide clamp stuck inside the pump. Should additional information become available,a follow-up medwatch will be submitted.